Event description:
Reporter alleged the blood glucose monitoring device generated a result outside the reading range of the meter. It was reported glucose meter read 983 mg/dl however when looking into the meter memory, was unable to find it. Reporter indicated meter then read 893 mg/dl and she dosed 4 units of insulin based on the reported so was taken to the hospital. It was reported hospital results were unknown, however customer was treated with food and released after 11 hours. Reporter stated running a blood test afterwards which measured 130 mg/dl on the meter. Reporter also stated that meter was coded to 893 and was having trouble reading information due to poor eye sight. A request was made for the return of the suspect device and replacement prodcut was sent.